Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported pump malfunction based on the identification of a pump functional test failure. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp)pump due to a dimpled pump. The patient was retrained on how to use the pump and tested the pump several times after the revision. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) pump due to a dimpled pump. The patient was retrained on how to use the pump and tested the pump several times after the revision. A patient outcome of stable was reported.